Manufacturer narrative:
(B)(4). Date sent: 6-3-2021. H6: component code = mech. Anical (g04). The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst45g reload (a) was received. The reload was received fully fired and with damage on reload deck. No functional test was performed due the condition of the reload. In addition a piece of a green plastic, with malformed staples were returned inside of a plastic container. During testing, the device performed without any difficulties noted. Although the returned staple was found to be malformed, no conclusion could be reached as to the cause of the staple malformation. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # r5970h. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic lobectomy surgery, the device was used on the interlobar and a piece of a green plastic was found on the staple line after the firing. The deployed staples were formed properly. The piece of plastic was retrieved from patient. Another cartridge was used to complete the case. There were no adverse consequences to the patient and patient is stable. No further information is available.